Event description:
International customer reported that a pt underwent pelvic surgery related to recurrent urinary cancer. One surgical drain was placed to the pelvic floor, positioning is not known. An unspecified amount of fluid was drained over a four day post-op period. The surgeon noted fluid accumulation in the left lower quadrant four days following the initial procedure and proceeded to remove the device; fluid continued to accumulate. An abdominal puncture was performed and excess fluid drained. The pt is reported as recovered.

Manufacturer narrative:
Conclusion: user error contributed to the event. The product insert directs that the positioning of the device and the number of drains is determined by the surgeon. The insert warns that an effective closed suction system requires maintenance of the system to maintain patency. In the event of occlusion of the drain, all wound drainage via the drain ceases. The device was removed prior to complete fluid drainage.